Event description:
The bronchovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the bronchovideoscope did not display an image during inspection. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. Upon evaluation, the image issue was found to have been caused by a damaged scope connector. In addition to the reportable malfunction the following non-reportable malfunctions were identified: adhesive on bending section cover had a chip; scratches on suction connector, insertion tube rotation ring, control unit, s-cover, switch box, grip, angulation lever, up/down plate, universal cord, scope connector cover unit; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to damage on ch-tube, channel cleaning brush cannot inserted smoothly; due to damage on insertion tube rotation ring, connecting tube did not rotate smoothly; due to damage on ch-tube, channel cleaning brush cannot inserted smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, no image occurred due to defective image sensor unit, or the failure in the internal circuit board of video connector or the system. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" inspection of the endoscopic image "confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal". 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.